Event description:
It was reported that one (1) two day infusor was observed to have a loose connection at the luer lock site after filling. According to the report, when a huber needle (unknown product) was connected to the infusor's luer lock, the connection seemed loose. In addition, the blue winged cap also seemed loose when it was connected to the luer lock. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be a blue winged luer cap that did not fit tightly to the device. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.